Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test. Device nit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to motor anomaly. Device received with minor scratches on case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm due to piston was jammed. The customer¿s blood glucose level was 300 mg/dl. The customer stated that the piston of the insulin pump was not go all the way down. Customer stated that she was out of pump whole day. The insulin pump will be returned for analysis.